Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, anxiety, dysfunctional uterine bleeding, irregular periods, pap smear abnormal, cesarean section and graves' disease. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding / bleeding"), urinary tract disorder ("urinary problems") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy bilateral salpingectomy left ovarian cystectomy lysis of adhesions). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, uterine haemorrhage and urinary tract disorder outcome was unknown. The reporter considered dysmenorrhoea, pelvic pain, urinary tract disorder and uterine haemorrhage to be related to essure. The reporter commented: trailing coils - left 4, right 4 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: occluded bilateral fallopian tubes, as described, bilaterally essure filaments in place. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, anxiety, dysfunctional uterine bleeding, irregular periods, pap smear abnormal, cesarean section and graves' disease. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding / bleeding"), urinary tract disorder ("urinary problems") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy bilateral salpingectomy left ovarian cystectomy lysis of adhesions). Essure was removed on (B)(6) 2019. At the time of the report, the uterine haemorrhage and urinary tract disorder outcome was unknown. The reporter considered dysmenorrhoea, pelvic pain, urinary tract disorder and uterine haemorrhage to be related to essure. The reporter commented: trailing coils, left 4, right 4 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: occluded bilateral fallopian tubes, as described, bilaterally essure filaments in place. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.